Event description:
It was further reported that the patient had undergone a prophylactic battery replacement. The generator has not been received to date. The lead was not replaced. The previously reported high impedance malfunction was reported on in MFR. Report #1644487-2025-00275.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient was seen in office at the end of (B)(6) 2024 for a battery change consult, the device was seen to be at 8-15%. When the device was checked again at the (B)(6) visit, the battery life read 75% and the patient was told it did not need to be replaced. The patient's mother also stated high impedance of 7352 ohms was seen during one of the interrogations in (B)(6). The patient was subsequently seen in (B)(6) and the battery life was seen to be at 8-15% again. No surgical intervention has been reported to date. No additional relevant information has been received to date. High impedance malfunction reported on in MFR. Report #1644487-2025-00275.